Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a promus premier, ous mr 16 x 3.00 stent delivery system (sds) was returned. A visual examination of the crimped stent found the stent detached and separated from sds. The stent appeared fully expanded. The stent was flattened instead of appearing cylindrical in shape. The maximum crimped stent profile was measured and is within specification. A visual examination found that the balloon folds appeared relaxed. Stent crimp markings which were noted on the balloon body during analysis also confirmed that the stent was crimped on the balloon prior to shipping. A visual and tactile examination found a hypotube kink 365mm distal to the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 16 x 3.00mm promus premier¿ drug-eluting stent, the stent came off of the balloon. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.